Manufacturer narrative:
(B)(6) 2015 10:26 am (gmt-4:00) added by (B)(6) ((B)(4)): please discard statement posted on (B)(6) 2015, about the device not returning. The customer states the product will be returning. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(6) 2015 09:25 am (gmt-4:00) added by (B)(6)((B)(4)): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke off. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially peeled and detached at the tip of the jaws. Based on the condition of the device as found and the results of the investigation the reported complaint was confirmed for "peeled." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke off. The hospital did not report any patient effects.